Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a gradual rise the shocking lead impedance measurement from 45 ohms to 103 ohms. In the clinic, the shocking lead impedance measurement obtained in the rv coil to can vector was 132 ohms. Boston scientific technical services (ts) provided troubleshooting options. Additional information indicated that the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a field representative from another manufacture contacted boston scientific technical services (ts) and noted that the right ventricular (rv) lead continued to exhibit high shock impedance measurements of 121 ohms. Boston scientific technical services (ts) discussed that they could either continue to monitor it or perform additional testing. A call to the clinic listed as the patient's following clinic, found that the patient had not been seen at that facility in approximately five years. No further information is available and at that this time it appears the rv lead and implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.